Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are 60-70mg/dl at this time right before he eats dinner. Based on parkes error grid analysis, the bias between the highest result in memory (60) and the lowest normal result (200) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer normal results are 60-70 mg/dl at this time right before he eats dinner. Based on parkes error grid analysis, the bias between the highest result in memory (60) and the lowest normal result (200) is located in zone c/d. No adverse event reported.